Event description:
Customer reported an alarm followed by another and confirmed that the occlusion issue caused their blood glucose level to read "high." Customer addressed the high blood glucose by administering a correction bolus via pump and a correction injection. There was no assistance required from a third party. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy.